Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that the patient with this right atrial (ra) lead was being seen in the clinic for elective replacement indicator (eri) and the replacement of the right atrial (ra) lead due to low sensing and noise, this noise was being oversensed. Patient underwent generator changed and lower left extremity (lle) of the ra lead. Upon opening of the pocket, a large amount of unexpected pus was discovered and opted to extract the whole system and will be reimplanted on the opposite side after a course of antibiotics. Subsequently, the whole system was extracted successfully. This lead was disposed; therefore, it is not expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right atrial (ra) lead was being seen in the clinic for elective replacement indicator (eri) and the replacement of the right atrial (ra) lead due to low sensing and noise, this noise was being oversensed. Patient underwent generator changed and lower left extremity (lle) of the ra lead. Upon opening of the pocket, a large amount of unexpected pus was discovered and opted to extract the whole system and will be re-implanted on the opposite side after a course of antibiotics. Subsequently, the whole system was extracted successfully. This lead was disposed; therefore, it is not expected to be returned. No additional adverse patient effects were reported.